Event description:
It was reported by the sales rep that during the sterilization process either blood or a red lubricant has come out of the handpiece. No pt involvement. There were no reports of any adverse pt event associated with this alleged malfunction.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the evaluation, the tech noted the front cap was cracked. The customer reported blood or a red liquid; most likely the customer saw the mobil 28 dripping from the handpiece. Mobile 28, red oil, is placed inside the sag head during assembly. When the sag head fell off or was damaged the internal components of the handpiece were exposed. The handpiece was repaired and returned to the customer.